Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One screw-vent implant, straight, with mtx selective surface (svmb13) was returned for investigation. Visual inspection of the as returned product identified a fractured device at the collar level and damaged external threads. Additionally, there was bone residue around the external threads due to usage. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant fractured and had to be removed. Tooth location 10.